Event description:
It was reported that a revision is scheduled to remove two mobi-c implants for unknown reasons. There was no further surgical or patient information provided. This is report two of two for this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. Summary: the complaint is unrefuted for mobi-c implants (pn mb3575) for the failure of unknown issue leading to revision. Medical records were not provided for review. Device evaluation: product was not returned, photos and x-rays were not provided. Device evaluation could not be performed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to trauma, patient conditions, operational conditions or other unknown events. DHR review and related actions: per DHR review, the parts were likely conforming when they left zimmer biomet control. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2020-00155.

Event description:
It was reported that a revision is scheduled to remove two mobi-c implants for unknown reasons. There was no further surgical or patient information provided. This is report two of two for this event.